Event description:
The customer reported that there were problems with the collimator and there was no 5 minute fluoro timer alarm. Additionally the resolution was not meeting specifications of the min 2lp/mm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The ge service rep adjusted the collimator to have it present in circular blanking on both normal and mag modes. He ensured proper resolution output of 2.3lp/mm in normal mode and 3.0lp/mm in mag mode, and reconnected speaker for fluoro tones and fluoro alarm timer. He verified proper system operation without any problems. The system is operating as intended.